Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly following implant of this right atrial (ra) lead the patient reported feelings of palpitations. Interrogation revealed incomplete capture and x-ray confirmed the lead had dislodged due to shifting in the patient's heart with inspiration. A revision procedure was performed wherein the lead was repositioned with appropriate slack. The patient did not experience asystole as a result of the intermittent capture nor were any other adverse patient effects reported. This lead remains in service.